Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Unable to confirm unexpected resume due to motor error alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen display and the reservoir insulin dose not match. Blood glucose was unknown. The insulin pump will be returned for analysis.